Event description:
On (B)(6) 2015, merz sales representative reported a pt was hospitalized following injection with 1.5 cc of radiesse. On (B)(6) 2015, the merz sales representative additionally reported that the injector travels between (B)(6) to do injections and merz sales representative is not sure in which state this event occurred. She said the pt was injected with one syringe of radiesse to the nl folds and by the lower corners of the mouth. The injector mixed the syringe with 0.8cc of lidocaine. Following injection, the patient began to experience swelling and felt like her throat was closing off. She went to the hospital and stayed overnight. The pt has been discharged and is going to see an allergist to determine what she may be allergic to. The pt has been injected with radiesse in the past without problem. On (B)(6) 2015, (B)(6) left message reporting that the pt is doing fine. He said she was given medication to bring the inflammation process down. It took a few days but the patient is doing fine. (B)(6) reported patient received radiesse one month prior to this event, to the same treatment sites using the same protocol without problems. Other than observation, there was nothing serious or treatment that needed to be done. Additional info hs been requested but not received.